Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 09 oct 19 4 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 31 aug 18. Dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 was reviewed. On (B)(6) 2017, the patient had a right total knee arthroplasty to address severe symptomatic degenerative arthritis. Depuy components including depuy patella and depuy cement were used during the procedure. There were no complications noted during the procedure. On (B)(6) 2020, the patient was revised to address tibial tray loosening at the cement/implant interface. The femoral component was noted to be well fixed. The tibial tray, tibial insert and femur were revised. The patella remained in-situ. Competitor components were utilized during this procedure, including competitor cement. Doi:(B)(6) 2017, dor:(B)(6) 2020, (right knee).